Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and the cannula was blocked by a plug of cement, which prevented the pouch from being punctured properly. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the cement was prepared. When activating the cement gun, the monomer was not released from the pouch. A second system was prepared in order to continue with the procedure.